Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, hem-o-lok clips became lodged in the instrument after deployment. They would not properly disengage twice in the same case. One clip additionally dislodged and came out of the instrument arm before applying the clip to tissue, and the surgeon had to retrieve it from the patient's anatomy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use and appeared to be within normal limits. The issue was noted while loading a clip onto the clip applier (prior to being inserted into the patient) the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws being static/not moving when the surgeon commanded movement. It seemed like the clip would not cleanly close and dislodge from the clip applier jaw. There was no clip opening issue after the closure of the clip. The customer was using a green hem-o-loks. The issue occurred on the first application. The customer used a backup clip applier instrument to continue with the case. There were no photos or videos of the event available.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip lodge and disengagement issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a clip fell inside the patient during a da vinci assisted procedure. The clip was retrieved during the same procedure and no further issues were reported.